Event description:
The patient had a phrenic nerve injury 213 seconds into ablation of the rspv. The ablation was immediately stopped. The physician waited 40 minutes, but the phrenic nerve injury did not resolve and the procedure was aborted. Patient examined 2 days later and the right phrenic was not moving.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notices for the date of event. Bin files show that 10 ablations were performed with the catheter. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.